Event description:
Related manufacturer reference number: 2017865-2021-34192. Related manufacturer reference number: 2017865-2021-34193. It was reported that the patient presented for a follow-up in clinic for a pacemaker (pm) system extraction per the request of the patient. Additionally, it was noted that the right ventricular (rv) lead had a history of over-sensing noise. The patient was asymptomatic. The pm system was explanted. The patient was stable throughout the procedure.